Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a vessel dissection occurred. The 95% stenosed lesion being treated was located in the moderately to severely tortuous and moderately calcified proximal right coronary artery (rca). The lesion was pre-dilated with a 12x2.0mm apex balloon catheter. The physician advanced a 12x3.0mm promus stent delivery system (sds) to the lesion via the 6f runway guide catheter. The sds would not cross the lesion. The runway guide catheter was deep seated in the right coronary artery causing a vessel dissection which then "propagated into the ascending aorta and therefore, patient had to be sent to emergency surgery." Following the dissection there was a decrease in the patient's heart rate and blood pressure. The surgery successfully repaired the aorta and bypass of the rca was performed. No further patient complications were reported and the patient's status is stable.